Manufacturer narrative:
No analyzer issues were identified based on the calibration and ise check data provided. Based on the information provided from the customer, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer last replaced the electrode on (B)(6) 2020.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 126 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician who requested repeat testing. The repeat result was 143 mmol/l. The na cartridge lot number and expiration date were not provided.